Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the device was giving the patient problems and needs to be reset. The patient stated that the device was not doing what they were told it was going to do for them. When the device is on it makes their private parts numb and is causing incontinence. The patient stated that this has been happening since implant. The doctor was told to call nas to page a manufacturer's representative (rep). No further complications were reported or anticipated. The hcp stated that they contacted a rep 3 weeks prior, but it was unknown what was discussed. The hcp stated that the rep was going to call the patient, but never did.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.